Event description:
The following has been reported by customer: pump is not displaying anything. Screen goes blue. Apr 23, 2025: when pump is turned on, the screen goes blue nothing displays in the pump. Dismantled the pump and checked the connection of the display board with the cpu board, connection is fine, so turned on the pump again, but still appers the same. Little crack in the chip, so replaced new cpu board, connect the pump to the partner, complete the serial numbers and the operation is completed, but still the pump is not displaying anything. Apr 24, 2025: j2 connector last pin on the dsiplay board was broken. As part of troubleshooting step I tried using display board from another working pump and it is working fine. So, the problem is with the display board. Replaced new display board on the pump and connect to the partner to check the display. It is working fine. Proceed with the pm. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the display board solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective display board but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.